Event description:
Review of product analysis of the returned generator found that the device was at settings indicative of a programming anomaly. Attempts are being made for additional information; however, they were unsuccessful. No other information is available.